Event description:
It was reported that a person using the ilet experienced recurrent hypoglycemia reported at 30 mg/dl attributed to user behaviors, including overtreatment of a low glucose reading and subsequent rebound hyperglycemia at 330 mg/dl followed by another low glucose episode. Clinical symptoms included sleepiness, confusion and shakiness/tremors associated with hypoglycemia and eventually hyperglycemia reported. Outcomes included the need for urgent low glucose self-treatment without hospitalization. Investigation included review of reported events and user education on appropriate correction procedures and use of a glucometer to address continuous glucose monitor (cgm) lag. Investigation of this case revealed that the device functioned as designed and that the event resulted from user overtreatment of hypoglycemia with oral glucose. It was concluded that the cause was user-related management error, and additional training was assigned.

Manufacturer narrative:
Initial.